Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2013. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; inab inter; diff bowel; incont not pres; rec incont; damage; nonsurgical treatments: the patient was treated with incontinence medication: betmiga for the treatment of: to treat overactive bladder. The patient was treated with other medication (please specify): incontinence pads. The patient was treated with topical treatment (including oestrogen cream): vagifem - 10mg for the treatment of: oestrogen cream. The patient was treated with psychological medication: effexor for the treatment of: antidepressant medication. The patient was treated with other (please specify) for the treatment of: for duodenal and gastric ulcers. The patient was treated with other (please specify) for the treatment of: maintenance treatment of asthma. The patient was treated with other (please specify). The patient was treated with other (please specify). The patient was treated with other (please specify) for the treatment of: high blood pressure.